Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements that are greater than 125 ohms. Technical services (ts) discussed options with the health care professional (hcp) and that this was likely calcification. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements that are greater than 125 ohms. Technical services (ts) discussed options with the health care professional (hcp) and that this was likely calcification. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range, indicating calcification. Technical services (ts) discussed considering replacing this lead. This rv lead remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.